Event description:
The following has been reported: biomed reported: "the ivenix pump pulled some blood into the cassette and administered it to the patient when it was not supposed to be administered. A preliminary review of the logs identified the following issue: pump performs unintended infusion. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned due to cassette pulling in blood when it was not supposed to. Pump initially turned on and performed mock infusions in both primary and secondary channels without issue. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. A subsequent internal investigation found no signs of defect. The reported issue could not be reproduced or confirmed during investigation. No problem was found.